Manufacturer narrative:
No device malfunction occurred. Worsening incontinence is a known risk following any anti-incontinence procedure. Following renessa, some patients have experienced a worsening of incontinence 3-4 weeks following the treatment at the time that the urethral submucosal tissue is undergoing collagen remodeling following urethral submucosal collagen denaturation during the treatment. Symptoms can include urinary tract infection, overflow urinary incontinence, overactive bladder, or intrinsic sphincter deficiency. All of these conditions are treatable. The MFR has evaluated devices on an ongoing basis to determine if any device related malfunction may have contributed to the occurrence of this known adverse event. To date, no device malfunction has been found to contribute to the event, but investigations continue. The MFR has created procedural aide to emphasize appropriate pt selection, has simplified the steps of the procedure, and has made minor device changes to facilitate ease of use by the physician. The MFR continues to evaluate the effectiveness of these steps to minimize the occurrence of this side effect and the potential need for additional changes to the instructions for use.

Event description:
Pt began to have worsening incontinence requiring constant changing to pads 4-5 weeks after the procedure. Pt was initially diagnosed with overactive bladder and interstitial cystitis and treated with medications. Pt continued to have severely worsened incontinence. Physician recommended that pt be referred to a urogynecologist for further urodynamics testing and fitting of a pessary and meanwhile started the pt on medication to treat the worsened stress incontinence. No further follow-up is yet available.